Event description:
It was reported that the healthcare provider (hcp) had difficulty filling the pump reservoir. During the refill, the expected drug was 6ml and 6ml was aspirated. The hcp then went to fill the pump with 40ml but could only get 37ml in the reservoir. The pump reservoir fill at the time of the implant was only 37.6ml, but there was no surgical note to reference if there was a problem at that time as well. X-rays and fluoroscopy were performed to troubleshoot. No issues were observed of the bellows upon examination of the x-ray photos. The hcp was to attempt to refill with 40ml of saline at the next refill and troubleshoot then. There were no therapy issues with the patient. The device system delivered hydromorphone and baclofen. Additional information has been requested, but was not available at the time of this report.

Event description:
Additional information reported the pump was refilled on the day of the report with 40ml without issue. The issue appeared to have resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information received reported there were no patient symptoms. The cause of the difficulty filling the pump was they could not put the full 40 ml in to the pump; it ¿only accommodated 37 ml.¿ there was no pocket fill. The pump was able to be refilled and the patient recovered without permanent impairment.